Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified in the event history log review. An internal and external inspection was performed. All returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
On (B)(6) 2014 during a manual download of the device logs a high drain volume error 106 was found in the alarm log only which occurred on 08/28/14 at 09:00. This indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. No additional information was available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.